Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead.

Event description:
A caller reported reading on a blog that there was a women that had hiccups in her stomach three weeks after surgery and she thought it was a lead issue.